Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the tsw35 would not fire. It appears to have been prefired. Another was opened to complete the case. There was no consequence to the pt.